Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure and after vein dissection, the harvesting cannula was placed on the scope. Then the harvesting tool was inserted "tips up" with the jaws closed. Mark watson, the physician assistant, was unable to fully advance the harvesting tool to the distal end of the cannula, making use of the device impossible. Product was discarded and a second (B)(4) was opened to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure and after vein dissection, the harvesting cannula was placed on the scope. Then the harvesting tool was inserted "tips up" with the jaws closed. Mark watson, the physician assistant, was unable to fully advance the harvesting tool to the distal end of the cannula, making use of the device impossible. Product was discarded and a second vh-4000 was opened to complete the procedure. The hospital did not report any patient effects.